Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens, but the lens was removed during the same surgery due to a capsular tear in the pt's eye. The lens was removed with no incision enlargement or sutures. A vitrectomy was performed. An anterior chamber lens was implanted.